Event description:
Potential for injury associated with the alarms lights not working on an irc5po2 concentrator to warn the user to switch to an alternative source of oxygen. This is not a life-sustaining device.